Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 290cc mentor smooth round high profile saline breast prostheses, suffered bilateral breast implant deflations, post-operatively. The patient said they experienced "little balls" that were building up under their skin, which were the deflated implants. In addition, the patient also experienced pain, left side numbing and tingling when they lift too high, and feeling hurt and bothered when they carry something. The patient found more and more "little balls" overtime by touching their breasts. Ultrasound confirmed the bilateral deflations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.